Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstrings seals stuck in the loader device and were never made it to the delivery tube during loading. A replacement seal was used to complete the procedure. The hospital did not report any patient complication. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was in the loader but outside the delivery tube. The delivery device was misaligned inside the loader with the plunger depressed. This evidence suggests that after the failed attempt to load the seal into the delivery tube, the delivery device was removed from within the loader device and the plunger was depressed for an unknown reason. The delivery device was then pushed back into the loader device prior to shipment. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.